Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a ligation of gastric varices with sclerotherapy procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed off of the ligator. The device was removed and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was reported that the speedband superview super 7 device was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.